Manufacturer narrative:
(B)(4). Batch #: u5d759. (B)(4). The following information was requested, but not available: could you please specify what part of the device broke? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during stapling, the material broke at the time of closure, making it impossible to staple and remove the tumor, it was replaced by another cs40g and the procedure continued without any further complications. Procedure: retosigmoidectomy.